Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. The complaint report stated that at the j-loop (attached to IV catheter), blood came out of the tubing from the blue part (at the connection site that attaches to the end), because the connection piece was cracked. This occurred during a blood draw after connection was made, blood pooled onto the floor. The staff subsequently flushed and cleaned out the faulty j-loop. The sample photo was provided showing the j-loop with blood and when it was flushed and cleaned out. There was no patient harm or adverse event as a consequence of this complaint/event.

Manufacturer narrative:
One (1) photo confirms the complaint of the blood started pooling out of tubing either in the blue part attaching to the end or the tubing is cracked. The customer complaint can be confirmed from the photograph provided. A probable cause cannot be identified based on the information that has been provided. Lot history review was reviewed, and there were no non-conformances found that would have contributed to the reported complaint.